Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. Product not available for analysis.

Event description:
(B) (4). Same case as mfg #: 2134265-2009-05051. It was reported that post a coronary artery stenting treatment procedure, the patient died. Target lesion #1 was located in the left anterior descending (lad) artery. The reference vessel diameter was 2.3mm and the lesion length was 32mm. Pre-procedure stenosis was 80% and post-procedure was 4% residual stenosis. No attempt made for direct stenting. A 3.0x32mm liberte stent was implanted. A non bsc balloon catheter was also used. The target lesion #2 was located in the lad. The reference vessel diameter was 3.2mm and the lesion length was 6mm. Pre-procedure stenosis was 76% and post-procedure was 0% residual stenosis. No information stating direct stenting. A 3.5x8mm liberte stent was implanted. Previously the patient was receiving asa 100mg and clopidogrel 75mg. Five days post index procedure, the patient had an st elevation. Nine days post index procedure the patient died, cause of death was cardiac (other). The procedure was a technical success.